Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints and patient effect appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: device code 1494 clarifier- incorrect anatomy.

Event description:
It was reported that the procedure was performed to treat a lesion in the superior mesenteric (sma) artery with heavy calcification. The armada 35 pta percutaneous transluminal angioplasty (pta) balloon catheter was inflated once and a rupture occurred at 15 atmospheres. During removal, the catheter became stuck with the 6f sheath and could not be removed from the iliac artery; therefore, a cut down was performed and the devices were removed together. The procedure was completed at this point with the same device. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.